Event description:
During an in clinic follow up, an increased dft was observed with an ineffective shock delivery at 36 joules on the right ventricular (rv) lead. Diagnostic imaging was performed and lead damage was observed. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.